Event description:
Patient presented to the clinic after notification of hv lead impedance out of range. All 3 vectors showed high impedance. Oversensing was later observed. Egms revealed noise. The pocket was reopened to check connections. However, all the connections looked fine. The device was reconnected and all measurements were normal. Since it was unsure why the measurements were out of range, it was decided to replace the ICD. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. It is believed that the cause of impedance anomaly is either a connection issue or damaged lead. Recent follow ups, show normal lead impedance measurements.